Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 4. In follow up no. 2, it was inadvertently stated that the report was being submitted as follow up no. 1, when in fact it was being submitted as follow up no. 2.

Manufacturer narrative:
Unknown due to the lot number being unknown. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The product code/lot# combination number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. The user facility reported a similar event. See MDR 2243441-2017-00093. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that two physicians reported that they have had recent issues pulling on the plunger for the evolution.